Manufacturer narrative:
A sample is not available for evaluation. However, a no sample investigation will be conducted and upon completion of the investigation a supplemental report will be filed.

Event description:
It was reported that a 25 g x 1 in. Bd safetyglide needle was used to administer a chemotherapy medication to a pediatric patient. The nurse who was administering the drug stated that the drug started to leak from the needle hub during administration and leaked onto the patient's skin. When she went to remove the needle, the needle remained in the patient's arm but was removed without any reported incident. The chemotherapy medication was immediately wiped off of the patient, there was no blood exposure, and no medical interventions were provided. The nurse notified the (B)(6) clinic and was instructed to use a new needle and administer the remaining medication.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5169711 or any of its assembly batches. Conclusion: without a sample, an absolute root cause for this incident cannot be determined.